Event description:
--

Manufacturer narrative:
Additional information was received that the patient has passed away seven years after the initial observations due to an unspecified cause. Three years after the patient's death, the lead was returned. The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements less than 20 ohms. The local boston scientific representative noted a drop in the daily measurements and believes that it is a lead crush resulting from the patient's weight lifting. New information was received confirming that the shocking impedance was within normal limits, however, the pacing impedance measurements were less than 200 ohms after the device had declared elective replacement indicator(eri). The caller was inquiring if there was an issue with low pacing impedance measurements when the device declares eri. A boston scientific technical services consultant had not heard of this being an issue. Once the device was disconnected and the lead tested, the impedance returned to within normal limits. The lead remained implanted at that time and was successfully interfaced to the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receiipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. The lead had been severed and three terminal leg segments were returned. Resistance testing confirmed all three segments to be electrically continuous. No other adverse events have been reported. This product issue will be updated if additional information is received.